Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic total gastrectomy, the anvil was left on the esophagus side of tissue when the handle and an anvil were connecting. To correct this, another device was opened and the procedure was converted to open procedure to retrieve the anvil. Surgical time was delayed and extended by more than 30 minutes. There were no other adverse events and the last known patient status is good.

Manufacturer narrative:
This case (B)(4) were confirmed to be the same case. (B)(4) is the si with (B)(4) are the malfunctions. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.